Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a leaking mixer valve. In consequence (correction) inspiratory valve was replaced. There was no patient or user harm.

Event description:
Device experienced multiple alarms; tf:5505, tf:5502, high pressure, pressure not release, disconnect on patient side, disconnect on ventilator side. These alarms took place during a patient ventilation, the patient was not harmed. During the inspection/testing of the ventilator, ppat was out of range and unable to adjust to zero during the full-scale calibration. Paux was unstable and will not adjust to zero during the full-scale calibration. Respiratory therapist said its unknown if an internal/external incident report (FDA report) was filed. Device's files will be emailed